Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported that the cannula was not properly inserted into the infusion site (arm), resulting in insertion site pain and insulin leakage during wear. The pod was discarded and a new pod was placed.